Event description:
It was reported the patient has been experiencing a limited range of motion in her cervical area where the lead is located. It was also reported a lump/swelling and tenderness are present at the lead site. The lump/swelling has reduced over time but remains present. In turn, the patient plans to meet with her doctor.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.